Event description:
Caller alleged discrepant inratio results in comparison to the laboratory results. Results as follows: date: (B)(6) 2013, inratio inr: 4.2, laboratory inr: 2.2. The time between testing was 1 hour. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.